Event description:
It was reported that a user experienced dexcom g7 signal loss while using the ilet bionic pancreas, with intermittent reconnection and a brief sensor issue documented; troubleshooting and education were completed, and the responsible device for the signal loss was not identified. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, medical intervention, or hospitalization. Investigation included customer interview and review of device interaction with the connected cgm. Investigation of this case revealed no confirmed device malfunction of the ilet and a transient cgm communication disruption consistent with a brief sensor issue. It was concluded that the event was attributable to intermittent cgm signal loss without injury and that the ilet functioned as designed based on available information.